Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 33-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2022. On (B)(6) 2025, novocure was notified that the patient had an appointment with their healthcare provider (hcp) on that date due to unspecified findings on a prior MRI scan and to plan for surgery scheduled on (B)(6) 2025. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient's caregiver reported that the patient visited the hcp for suture removal. On (B)(6) 2025, novocure was informed that the patient had resumed optune gio therapy on (B)(6) 2025. Additionally, the patient underwent an evaluation at the hospital due to drainage observed near the surgical resection site. No further clinical details were provided. Multiple attempts were made to contact the prescribing physician; however, no response was received.